Manufacturer narrative:
B5; additional information received : it was reported that hospitalization ended 11 days after admission. The dic was noted as unresolved/not recovered medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received it was clarified that the patient underwent hospitalization approximately 5.5 weeks after the onset of the dic. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: the patient outcome status has been updated to recovered from the chronic disseminated intravascular coagulation 11 days after hospitalization. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name endurant ii iliac stent graft; product ID etlw1628c156ej (serial: (B)(6)); product type: 0180-aortic stent graft; implant date (B)(6)2024; explant date: not applicable brand name endurant ii iliac stent graft; product ID etlw1616c124ej (serial: (B)(6)); product type: 0180-aortic stent graft; implant date (B)(6)2024; explant date: not applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted was implanted as part of the advance study for the treatment of abdominal aortic an eurysm. Esbf2514c103ej was successfully placed in the aorta, followed by etlw1628c156ej in the right iliac and etlw1616c124ej in the left iliac artery. It was reported that approx. 2 months, 12 days post index procedure, the patient was admitted for further examination and treatment after a coagulation disorder suspected to be chronic disseminated intravascular coagulation (dic) was identified during a regular outpatient visit. The patient received anticoagulant therapy and coagulation factor replacement therapy in accordance with dic treatment. The patient has not recovered, and the event remains unresolved. The site assessed the chronic dic as possibly related to the device and underlying condition or disease and having a probable relationship to the index procedure.